Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation of blurry image was not confirmed. It was discovered, there was an error code e315 (scope err unsupported scope). Image noise occurred, and the image was not displayed. And temporarily could not be seen, due to a damaged charged coupled device unit. In addition, the bending section cover and the video connector side had scratches, the bending section adhesive was chipped, and the video connector case had a crack. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus representative reported on behalf of the customer, the hd endoeye laparo-thoraco videoscope image was blurry. Prior to unknown surgical treatment procedure. There was no delay to the intended procedure, as it was completed using a similar device. Upon inspection and testing of the returned device, it was discovered the image was not showing. There was an image noise issue. And error code e315 appeared. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.